Manufacturer narrative:
The reported pipeline flex embolization device has been discarded by the customer. Therefore product analysis cannot be performed. As a result, the cause of the event can not be conclusively determined from the available information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) did not open at the proximal end during a flow diversion procedure. The device was used to treat the patient's saccular aneurysm located at the right paraopthalmic segment of the internal carotid artery. Vessel tortuosity was reported as normal. It was reported the device was prepared according to the IFU. It was also reported the ped had been resheathed less than 2 time. It was noted the ped had been unsheathed more than 50%, but the proximal end of the ped failed to open. This reported ped was removed from the patient with the microcatheter. New products were used to completed the patient's treatment. No report of patient injury. Post procedural angiography revealed good results.

Manufacturer narrative:
Additional information: date manufacturer received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the middle segment of the pipeline flex embolization device did not open as well.